Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had some buttons did not respond until the second or third pressed. The customer blood glucose level was unknown. Customer stated that the insulin pump was reject new battery that was at room temperature and battery life was diminished. Customer stated that insulin pump received no delivery alarm happens a couple times a month. The device will not be returned for analysis.